Event description:
The customer indicated that on (B)(4) 2011 they observed fluid under the cartridge chemistry probe of a unicel dxc 800 synchron system. No personnel sought any medical attention in association with this event. There was an exposure plan in place at the facility and a material safety data sheet was available. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves, at the time of occurrence. The customer tightened the fittings for the cartridge chemistry sample probe and cartridge chemistry sample syringe however this did not resolve the issue. In conjunction with the leak the customer indicated that they were experiencing multiple cartridge chemistry quality control (qc) results outside the customer established specifications. The affected qc chemistries were not defined by the customer. Patient results were affected by this event. Two erroneous patient glucose (gluc) and one erroneous patient cholesterol (chol) results were generated due to the leak. The cholesterol result was not reported outside of the laboratory. The two glucose results were reported outside of the laboratory. There were no reports of death, injury or modification to patient treatment associated with this event. Repeat chol and gluc results were regarded as valid and corrected gluc results were issued. Beckman coulter inc. Assessment of customer supplied data indicated that no additional chemistry patient results were affected by this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event the field service engineer (fse) replaced the sample syringe t-valve. The instrument chemistries were calibrated and quality control assessments were performed with acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned into service. Beckman coulter inc. Additional investigation is underway for this issue.